Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 1mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that there was a volume discrepancy at refill in (B)(6) 2016.. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 10ml and the erv was 2ml. The caller did not believe it could be related to a pocket fill or a programming error. No discrepancies were noted in the past. The patient reported return pf pain. A successful (B)(6) study was observed, and a successful catheter dye study had already been performed, the catheter appeared normal. The logs had been reviewed and also appeared normal. The healthcare provider (hcp) planned to monitor the patient going forward. They may bring the patient back earlier in the refill interval to check reservoir volume for accuracy. The physician resumed the patient's current settings following the procedure, dye study and (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.